Manufacturer narrative:
See MDR 1920664-2009-00258 for the intraocular lens used with this delivery device.

Event description:
The haptic of the lens broke off, as it was implanted in the pt's eye. The lens was removed and replaced by a lens placed in the sulcus. It was noted that there was vitreous in the eye, but no vitrectomy was done at the time of the implant.